Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included ovarian cyst, pelvic discomfort, uterine fibroids, endometriosis, multiple allergies, noninfective oophoritis, uterine leiomyoma and genital bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), infection ("infection (other)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe") and uterine leiomyoma ("sterile and hysterectomy with fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hormone level abnormal, vaginal discharge, fatigue, vaginal infection, cystitis, urinary tract infection, infection, abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, cystitis, fatigue, hormone level abnormal, infection, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroids, pelvic pain". Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes describe, pain, vaginal discharge, fatigue, infection (other), bladder infection, urinary tract infection, vaginal infection, abdominal pain, fibroids, she did not undergo confirmation test. Reporter information, medical history, essure removal date, age, height was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.